Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Customer reporting one patient false positive sars result. It is unknown if the patient is symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).several attempts were made to contact the customer without success.